Event description:
Updated summary: customer reported having blood at set insertion site. There was no bruising or hematoma or hemorrhage. Customer also reported having high blood glucose after eating a lot and not being able to treat at the time. Customer later treated the high with manual injection. Customer declined further troubleshooting for the site issue and declined troubleshooting for the high. It was unknown if pump was used within 48 hours of the high. Pump does not have auto mode feature. It is unknown if customer will continue to use the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose value was 450 mg/dl at the time of the incident. Another blood glucose level was 240 mg/dl. Customer stated bruising, hematoma and blood at site. Customer was treated with the needle 15.0 u. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.